Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had foreign material in the connector.

Event description:
It was reported that during a routine device change out, the physician commented that there was a lot of fluid in the header of the implantable pulse generator (ipg). The physician was unsure if it was blood or something else. A swap sample was sent off for analysis within the hospital. The new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).